Event description:
Event description guidant received information that a perforation occurred during implant of this transvenous defibrillation lead. The patient experienced chest pain, associated with the resulting pericardial effusion. The symptoms resolved spontaneously, without intervention.